Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Event description:
--

Event description:
Boston scientific received information that this right atrial (ra) lead was dislodged. The patient underwent cardioversion for atrial fibrillation and the ra lead could not be assessed thereafter. A chest x-ray confirmed the dislodgement and ra lead replacement was done immediately. According to additional information received from the field representative, the lead was dislodged due to the patient's very sick atrium. It was also mentioned that the patient is not pacing dependent in the atrium. The lead is now out of serivice. No adverse patient effects were reported.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.